Manufacturer narrative:
Additional information added.

Event description:
Contacted the customer for clarification, and he stated that the hospitalization was not diabetes related. The customer experienced high blood glucose levels due the powerful medication he was given during the hospitalization. The customer was not wearing the pump while he was in the hospital, and he had been off the pump for greater than 48 hours prior to the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose was 315 mg/dl and treated in hospital with manual injections. The insulin pump will not be returned for analysis.